Manufacturer narrative:
Product ID 64002, serial# unknown, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type adapter. (B)(4).

Event description:
It was reported, the adaptor was replaced because the wire between the connectors was severed. It was noted the surgeon was fairly sure they did not cut the wire. There were no patient symptoms or complications associated with the event.